Event description:
The unit leaked during bypass. The connection was tie banded and the procedure completed with this device. No pt injury occurred as a result of this event. No pt info or further details are available.